Event description:
Results from our investigation have determined the cause to be related toa vacuum problem which affected one of the two cassette welders used in the mfg of the cassette. This problem causes the channel between the two pouches to be constricted. During use of the pump, the solution in the inlet pouch (about 1 ml) is transferred to the outlet orw delivery in less than one second. In the mfg process, vacuum is used to create the channel geometry which affects the transfer of fluid during the device operation. Inadequate transfer of fluid may result in a raise bag alarm. We were unable to duplicate the raise bag alarm in a laboratory test by altering the fluid transfer rate. The machine problem was corrected, and we currently producing cassettes free of this problem.